Event description:
It was reported that a 35-year-old caucasian female patient underwent primary breast reconstruction surgery with a 375cc mentor memorygel breast implant on the left side, and with an unknown size unknown gel implant on the right side and experienced bilateral capsular contracture; baker grade iii on the right side, and baker grade IV on the left side postoperatively. Left side device was found to be cloudy and discolored upon bilateral replacement surgery with non-mentor devices on (B)(6) 2022. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 2, 2022, mentor became aware of the following: - event day was "1", which has already reported under initial submission - left side serial number is "(B)(6)" - right side catalog number was "3503754bc", lot number "6963775", and serial number was (B)(6) fields d4 have been updated on this form - date of implant was (B)(6) 2019. Field d6a has been updated. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).